Event description:
The customer's mother stated that the insulin pump alarmed button error. The customer's blood glucose reading was 446 mg/dl. The customer's mother stated that she was going to take the customer to the emergency room to treat his blood glucose. The customer did not have a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.